Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2005, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported lead breakage. Consequences of the event were noted as lead replacement. Cause of lead displacement was not available. No symptoms were reported. There were no further complications reported and/or anticipated.